Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported the screen calibration is not passing on this avea ventilator. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis lab performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration which the device passed. The failure analysis lab was unable to duplicate the reported issue from the customer and no root cause could be determined. At this time, carefusion will track and trend this reported issue and internally investigate the situation.